Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 7074549.

Event description:
It was reported that the patient has had an abscess at both of her incision sites and developed an infection. The physician believed it was not device related. The patient was placed on antibiotics and was doing much better. The patient will continue to take antibiotics and watch incision sites closely as well as symptoms over the next few weeks.

Event description:
It was reported that the patient has had an abscess at both of her incision sites and developed an infection. The physician believed it was not device related. The patient was placed on antibiotics and was doing much better. The patient will continue to take antibiotics and watch incision sites closely as well as symptoms over the next few weeks. Additional information was received that the patient underwent an ipg and lead explant procedure. The explanted devices will not be returned.